Manufacturer narrative:
H3, h6: it was reported that, after a total hip replacement surgery was performed, the patient experienced unspecified symptoms or conditions. This adverse event was treated by a revision surgery, in which the acetlr cup hap 58mm w/ imptr and modular head were exchanged. It was noticed that there was substantial pseudo-tumour in the inferior portion of the acetabulum. Patient's current health status is unknown. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the device. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Other similar complaints were identified for the cup and none for the head. This will continue to be monitored for the cup and will continue to be monitored via routine trending for the head, however it should be noted that this device is no longer sold. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified for the cup, and prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible for the head. No further escalation actions are required. As of the date of this medical investigation, supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported pseudotumor. The patient impact is the reported revision. No further assessment is warranted at this time. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, after a thr surgery was performed on 2007, the patient experienced unspecified symptoms or conditions. This adverse event was treated by a revision surgery on (B)(6) 2024, in which the acetlr cup hap 58mm w/ imptr and modular head were exchanged. It was noticed that there was substantial pseudo-tumour in the inferior portion of the acetabulum. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).